Event description:
It was reported the pt underwent surgical intervention to explant and replace the system lead due to the pt experiencing ineffective stimulation. The lead was allegedly fractured during removal. The pt reported effective coverage post-operative. No further pt complications were reported. The explanted product has been discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.